Event description:
The cautery pad was recognized by the cautery machine. Tried with a couple of the same lot # and did not work then used different lot # for the case. Two pads from the same lot# failed, there were only 2 more pads with that lot # which were also pulled. A pad with a different lot # was used without incident. No patient injury.